Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose ranged from 358-359 mg/dl. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.